Event description:
Female consumer via e-mail stated that the oral-b precision clean brush heads attached quite loosely and fell/slipped off of her oral-b genius 9000n electric toothbrush mid-brushing. No injury was reported. 14-jan-2022 case update: the suspect product lot was updated to bc807090000. No injury was reported.

Manufacturer narrative:
24-feb-2022, product investigation results: product return was received and investigated. Product investigation results showed that the complaint is caused by wear of plastic parts due to usage of abrasive toothpaste in combination with insufficient cleaning.

Event description:
Female consumer via e-mail stated that the oral-b precision clean brush heads attached quite loosely and fell/slipped off of her oral-b genius 9000n electric toothbrush mid-brushing. No injury was reported.

Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.